Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. It was noted that this could be reproduce with isometrics. Boston scientific technical services (ts) stated that there were no adapters and could not add pace sense. Additional information indicated that this rv lead was explanted. No additional adverse patient effects were reported.